Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Cap wear is associated with known inherit risk of the device. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The observed glass cap and metal cap misalignment appears to be due to glue failure. Based on analysis results, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure. Analysis of the returned fiber, did not identify a physical break/detachment of the fiber body/parts. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after 427,021 joules and 49:17 minutes of use the fiber tip broke. The tip was not cleaned during the procedure. A second fiber was used to complete the procedure and there was no reported clinical consequence to the patient.

Event description:
It was reported that after 427,021 joules and 49:17 minutes of use the fiber tip broke. The tip was not cleaned during the procedure. A second fiber was used to complete the procedure and there was no reported clinical consequence to the patient.